Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a back up alarm failed reference was found in the device error log. There was no patient harm.

Manufacturer narrative:
The customer replaced the power management to address the reported problem. Failure analysis on the returned power management (pm) board shows that the customer reported problem was not duplicated. No problem found with the (pm) board.